Event description:
Pt reports cartridge cap broke on her ms3 pump sn (B)(4) this weekend. Pump is due for maintenance in july. We are replacing the pump and sending a return box. No interruption to therapy. It did not occur while in use. Switched to back up pump. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.